Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an amia cassette was difficult to disconnect from the transfer set. This was observed while disconnecting the patient from peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
H10: the device evaluation was completed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing which included leak, clear passage, and clamp function testing were performed with no issues noted. There was no evidence of a connection issue to the patient connector; therefore, the amia patient connector met specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.